Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device error code 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be out of specification link and door hooks which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.